Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, while loading clips, the jaws come back in their position very slowly and sometimes the clip is not loaded and sometimes it is fired directly in the patient. No adverse patient consequences.